Manufacturer narrative:
Product has not been returned. Therefore, a DHR review was completed for kit lot number k08a111104224m1 with 0 discrepancies found (all lots passed in total per the sampling plan). A review of existing capas, scars and ncmrs were completed and there are no prior records related to "false positive" failure mode for this lot. There is one similar complaint (B)(4) with eleven alleged false positives reported from a different customer associated with the same kit lot number k08a111104224m1. An investigation into these complaints have been reviewed to obtain additional information. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. (B)(4). Lucira health will continue to monitor trends related to false positive results in accordance with post-market surveillance process. DHR review kit lot# k08a111104224m1: sample vial lot DHR review: 2203438, 2202318, 2203506, 2203231, 2203332 (associated internal lot # 220305-1j, 220124-1n, 220305-4d, 220124-7l, 220124-7r) test lot dhrs review: 2203141, 2203143, 2203141, 2203269, 2203280, 2203282, 2203282, 2203381, 2203448, 2203478, 2203503, 2203503, 2203478, 2203502, 2203502, 2203502, 2203526, 2203577, 2203527, 2203527 (associated internal lot # 220305-6n, 220305-6s, 220305-6m, 220305-12n, 220305-12u, 220305-12y, 220305-12z, 220305-18f, 220305-21j, 220305-24e, 220305-24l, 220305-24n, 220305-24g, 220305-24i, 220305-24k, 220305-24j, 220305-24x, 220305-27p, 220305-3h, 220305-3i) based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. A supplemental report will be filed if any further investigation and/or additional information is obtained. Based on the complaint review, no harm was reported within the complaint. This device is marketed under eua (B)(4) check-it.

Event description:
One device reported as having an alleged false positive result. The customer performed a lucira test and received a positive result. The customer followed-up (4-12 hours) with an additional lucira test and a blood test with negative results.